Manufacturer narrative:
(B)(4). I would like to inform you the additional information from our sales rep. Additional information: the patient died on (B)(6). The information about the cause of death was not received from the hospital. Additional information requested and received: was an autopsy performed? If so, can the results be shared? => no information from the hospital. Was the cause of death identified? => no information from the hospital.

Manufacturer narrative:
(B)(4). Batch # p56l75. The analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: leakage occurred 3 days after the initial operation. On (B)(6), the reoperation was done and the additional hand suture was performed. The place of the leakage could not be defined since the anastomosis site of eea and the suture site of the device insertion hole was close. The device was used for the gastric body and eea was used for the anastomosis of the stomach and duodenum. Additional information requested and received: this file was reviewed by a cross functional team during the weekly ae review and the following additional information was requested: could the site of leak be identified? => no. Dr. Said the site of leak could not be identified whether from eea site or echelon site, because eea site and echelon site was so near. Does the surgeon believe that the leak was from echelon or eea device? => no. Dr. Said the site of leak could not be identified from echelon or eea. How was the leak identified? => from drain. Were any staple formation issues noted during initial procedure or reoperation? => no. What structure or anastomosis was over sewn? => no information. What is the current patient status? => the patient is stable. Is the eea mentioned in the notes an ethicon or competitive circular stapler? => eea in this report was the competitive circular stapler.

Event description:
It was reported by the sales rep that during an open gastrectomy, the device became not be activated at the 3rd firing. Another battery was loaded to the same device to complete the case.